Event description:
It was reported that the filter was placed prophylactically for gastric by pass surgery. The filter was in place for approx five months. Two weeks before scheduled removal of the filter, the pt complained or right flank pain. The dr removed the filter and the pt still complained of back pain for a week or so after filter removal.